Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #2 date of submission 02/07/2017 - correction to serial #.

Manufacturer narrative:
Follow-up # 1 date of submission 09/30/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/06/2016 with the following findings: during investigation, the keypad cover was found to be torn. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and no evidence of contamination was found under the button contacts. The pump was opened and no damage was found to the keypad flex connector. The complaint of a keypad response issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.